Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and customer received a cartridge alarm when trying to load the cartridge. There was no adverse impact to customer¿s blood glucose level. Customer continued to use pump for insulin therapy